Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor fractured; distal segment returned and analyzed.

Event description:
It was reported the lead was fractured. It was also reported there were high and variable impedance values. Two months earlier, there had been an alert for impedance of 180 ohms. A month later, the impedance was > 200 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.